Event description:
It was reported that the pump wouldn ot hold a steady charge. The battery life went instantly from 30% down to 0% and subsequently shut off unexpectedly. The pump was charged and the battery gauge showed 70% battery life when the pump was turned back on. However, the pump was later unresponsive and unable to be turned back on. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.